Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient was last seen on (B)(4) 2016 and it was working at that time.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that it was "not working." At the time of this report, it was unclear if the allegation was pertaining to the device/ins or the patient's therapy. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.